Event description:
It was reported that, "the pt was to receive a right gamma3 s nail. Length was measured accurately by surgeon. I retrieved the requested nail, however the nail that was open and implanted was a left nail. The operation was intended for a right gamma2 s nail implant. In retrieving the nail, I did not pull the right gamma nail and handed the nurse the wrong nail to be implanted."

Manufacturer narrative:
The device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental report.